Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional 510k number: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using the bd max instrument erroneous results were reported. The customer stated 9 false positives were reported on one run. The samples were immediately presumed false positives, and sent for confirmatory testing. No erroneous results were reported out and no patient impact was reported.

Manufacturer narrative:
H6: investigation summary: the complaint of false positive results with the sars-cov-2 assay was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is unable to be confirmed with the information present. The root cause is unknown. The instrument logs, database backup , run with false pos, subsequent run with no issues and information on control used. Customer had a site flag 9 positives in a run on the bd covid-19 assay. The positives only demonstrated a late amplification on the n2 target. It was immediately presumed a false positive, as they are currently going through verification. A second run on the instrument did not present the same issue with controls and samples performing as expected. No parts or materials were returned as a part of this complaint investigation. The investigation consisted of a review of the customer complaint and service notes, the complaint history for the instrument, and related customer complaint data.  No new risks, trends, or hazards were identified based on this investigation. CAPA# 1632720 is open to document and address the root cause of the false positives and reader saturation issues with the bd sars-cov-2 assay.

Event description:
It was reported while using the bd max instrument erroneous results were reported. The customer stated 9 false positives were reported on one run. The samples were immediately presumed false positives, and sent for confirmatory testing. No erroneous results were reported out and no patient impact was reported.